Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) and the right a2 segment of the anterior cerebral artery (aca) using a sendit delivery device (sendit) and a penumbra system red72 reperfusion catheter (red72). It should be noted that the patient's carotid siphon was tortuous and the a1 had a sharp curve. During the procedure, the physician successfully completed one pass in the m1 using the red72 and the sendit. The sendit and red72 were then advanced to the a2 without difficulty. While removing the sendit from the red72, the physician experienced resistance and fractured the sendit inside the red72. The fractured sendit segment and the thrombus were then aspirated into the penumbra engine canister (canister) through the red72. At this point, the procedure was successfully completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.